Event description:
Pt underwent cataract surgery and implantation of a staar medical model aa-4203vf intraocular lens in the right eye. The surgeon noted that the posterior chamber opened upon injection of the implant. A vitrectomy was performed on the pt. Preop vacc was 20/50 and intraocular pressure was 23mm. Five-week postop bcva was 20/20 and pressure was 28mm (pt was tapered off steroids. The pt's prognosis is excellent.